Manufacturer narrative:
Follow-up #1 date of submission 04/19/2016-product analysis: the device was returned and evaluated by product analysis on 04/08/2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a loss of prime warning. The total daily dose history was appropriate for the programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s force sensor was found to be within specification. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s force sensor circuit. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was 400 mg/dl with large ketone levels, extreme thirst, and extreme drowsiness. A loss-of-prime issue was reported. It was reported there had been at least 3 separate cartridge changes from 2 separate boxes in a 30 day period. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.